Event description:
Per independent repair center statement the units alarm will not function. The key failure was the power switch for the control panel was defective. Additional malfunctions include the power cord was frayed, the gear clamp for the manifold was loose, and the tie wraps for the product tank was loose.